Event description:
Customer reported that pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer initially attempted to charge the pump using a tandem charging cable and wall outlet, but the connection was unstable. After instruction from support, customer successfully resolved the issue by plugging the charging cable into a different wall adapter, which allowed the pump to begin charging. Additionally, a new battery charger was sent to the customer.